Event description:
It was reported that the leads of the patient were exposed outside of the skin. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7121995 UDI: (B)(4), additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 565905 UDI: (B)(4).